Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Conclusion of investigation: patient files review confirmed the reported electrical issues. Oversensing, undersensing, high impedance measurements (>3000 ohms, since mid-december 2022) and capture failure were evidenced by this review. The characteristics of the oversensing signals included instable amplitude and erratic frequency. The persistent high impedance is typical of a complete conductor rupture of the lead or a lead/device connection issue. Considering the implant duration, a lead issue, such as that induced by subclavian crush, is more likely to explain these electrical issues. Since the subject lead was not returned for analysis and x-rays of the implanted lead were not available for review, no further comment can be made relative to the root cause.

Event description:
The physician reported that the lead impedance was >3,000o as checked by the programmer. Complete lead fracture was suspected due to pacing failure and sensing failure. The patient underwent re-intervention to replace the lead and associated pacemaker. No additional programmer data or x-rays related to the issue are available for review.